Event description:
Anchors were broken during bankart repair surgery. The neck connecting the hex male head and the screw of the anchor was broken during insertion. An add'l anchor was used to repair the torn labrum. The surgery was satisfactory in the labrum repair.